Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a spinal fracture surgery on (B)(6) 2013, the surgeon used the uss fracture mis system. During the preparation of the rod holder, it was noticed that the locking mechanism on the rod holder seemed weak. When loading the rod, the scrub nurse passed the push button of the rod holder and simultaneously pressed down the locking sleeve. When she ensured that the rod was connected and locked she could easily push the sleeve back without pressing the push button. The surgeon was able to use the rod holder for rod insertion by holding down the sleeve so it would not snap again. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional evaluation was conducted by synthes (B)(4) and the report indicates: the rod holder was analyzed for conformity and functionality. There was no damaged or malfunction detected. Due to the event the malfunction of the complaint article is not irreproducible. The measurable dimensions of the complaint article were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The devices were analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. No product fault could be detected.

Event description:
This is report 1 of 1 for complaint (B)(4).